Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and motor position encoder error more than once. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer experienced low blood glucose and blood value was 24 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting. The customer was treated with manual injection with an insulin pen. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump for under delivery. Customer stated they injected 8 units of insulin his blood glucose was not come down they did another 8 units still was not come down. Customer mother declined to troubleshoot she wanted to call hospital since his blood glucose was not come down even after giving him 2 manual injections. The device will not be returned for analysis.